Event description:
A surgeon reported a patient who experienced blurred vision following intraocular lens (iol) implant surgery. It was also reported that a "nick" was observed on the lens. The lens was exchanged by a different surgeon; and the patient is reported to be doing well and seeing better. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was scratched on the anterior surface. The optical resolution was acceptable; focal length reading was 18.14 equaling a 20.5 diopter. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 09/17/2009 and 09/30/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 10/15/2009.